Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was burned. The procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: burn on the nose port. Probable root cause: light cable, optics, leds, main board, jaw assembly, bent esst contact, inconsistent esst contact, cable pull out, camera head, firewire cable, software, front board, power supply, thermal switch, ac inlet board. Use errors: the failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. Gtin# is unknown. Multiple attempts were made to retrieve the product or the product number but were unsuccessful.

Event description:
It was reported that the patient was burned. The procedure was completed successfully.